Event description:
Reportedly, intermittent noise sensing was observed during follow up of the subject ICD system in both channels and inappropriate shock was delivered on (B)(6) 2009. The sensitivity was reprogrammed from 0.6 mv to 0.8 mv, which resulted in absence of further noise detection. Refer also to MDR (9610579-2012-00060) of the associated ICD (ovatio 6550, sn (B)(4)).

Manufacturer narrative:
(B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.